Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation (B)(6) 2017, and the patient was discharged home. On (B)(6) 2017, the patient returned to the hospital with "nausea, vomiting, abdominal pain, general malaise and not passing gas". The physician performed a laparotomy and confirmed the small bowel had one area. The thermal injury had spread over a 10 cm length. The right uterine cornua had some full thickness myometrial defect and burn observed. Upon presentation, there was a high clinical suspicion of bowel perforation. A computed tomography (CT) scan revealed free air under the diaphragm suggestive of bowel perforation. The CT scan also revealed a full thickness myometrial defect at the right cornua suggestive of uterine perforation. All of these findings were confirmed at laparotomy. The physician performed a midline laparotomy segmental small bowel resection primary anastomosis and a subtotal hysterectomy. "The patient is still in hospital. She is currently 7 days post bowel resection and hysterectomy. She is progressively improving.